Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations. The caller stated that no additional testing was performed and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been exhibiting elevated shock impedance measurements. During an elective procedure to replace the associated device, lead insulation damage was revealed and the lead was repaired and remained in service. Most recently, a red alert was generated due to out of range shock impedance measurements. No adverse patient effects were reported.